Event description:
It was reported that this patient received anti-tachycardia pacing (atp) therapy and shock therapy from this implantable cardioverter defibrillator (ICD) device across four stored episodes from the same day. Device therapy was exhausted. Boston scientific technical services (ts) reviewed the episodes and indicated device therapy was provided because sustained rate duration (srd) timed out. Ts noted the therapy was inappropriate as it was provided for what appears to be a highly correlated rhythm suggestive of an atrial tachycardia. The device remains in-service. No additional adverse patient effects were reported.